Manufacturer narrative:
The technician attempted to adjust the caster but the caster was worn and was replaced to repair the stretcher.

Event description:
Information received indicates the right head brake caster will not hold when in brake.